Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was experiencing competitive pacing and functional undersensing. The ICD was atrial pacing at times because the intrinsic ventricular sensed beat was falling within the blanking period. Technical services (ts) was contacted, and ts discussed programming options. Ts noted it was possible the unneeded atrial pace may have been putting the patient into a supraventricular tachycardia (svt). The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating that during a dual arrhythmia, anti-tachycardia pacing (atp) would have been provided if ventricular beats had not fallen into the blanking period. Technical services (ts) was contacted, and ts discussed that the rhythm broke on its own and noted some undersensing of atrial fibrillation (af) beats. Ts discussed programming options. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was experiencing competitive pacing and functional undersensing. The ICD was atrial pacing at times because the intrinsic ventricular sensed beat was falling within the blanking period. Technical services (ts) was contacted, and ts discussed programming options. Ts noted it was possible the unneeded atrial pace may have been putting the patient into an supraventricular tachycardia (svt). The ICD system remains in service. No adverse patient effects were reported.